Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. However, the reported incident suggests the device is operating with an older user configuration installed from a prior software version. The fault could not be reproduced under test, since part of our process is to restore factory defaults including the configuration. The customer was notified to manually update the user configuration settings for this device and any other devices in their fleet where software was recently updated. The device successfully passed all testing. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a 55-year-old male patient, the device's screen turned completely black and was illegible. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.